Event description:
The caller alleged discrepant result when compared repeated test results: first time: 6.4; second time 2.7.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 6.4, 2.7. Average: 4.55, stdev: 2.62. %cv; 57.50. As per internal procedure tr#0150 rev 2, if the %cv is greater than 20% the criterion is not met. The product will be investigated.